Event description:
It was reported that the device was explanted after an implant duration of 0.03 month. The reason for explant is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.